Manufacturer narrative:
Additional mdrs associated with this event: MDR 3025141-2015-00047: screw 1; MDR 3025141-2015-00048: screw 2; MDR 3025141-2015-00049: screw 3; MDR 3025141-2015-00050: screw 4; MDR 3025141-2015-00051: screw 5; MDR 3025141-2015-00052: screw 6; MDR 3025141-2015-00053: screw 7.

Event description:
Following implantation of an olecranon plate, the plate broke. The plate was explanted; however, one of the screw could not be removed and was left in the patient.

Manufacturer narrative:
Plate was received and examined both visually and under magnification. The thickness of the plate was found to be .(B)(6) which is within tolerance of .169 +/- .005 and the width of the plate was found to be .(B)(6) which is within tolerance of .400 +/-.0125. A fracture was noted through the proximal slot. The fracture surface of the plate was found to be smooth, indicating that plate breakage had occurred a period of time before explantation, and had undergone a number of cycles while still installed. These cycles rubbed the fracture surfaces together, creating this smoothing effect. Due to the smooth fracture surface, it cannot be determined if this was a brittle fracture or a fatigue fracture. Without additional information, a definitive conclusion cannot be drawn. Conclusion - a conclusion cannot be drawn based on the lack of information concerning the circumstances of this plate break. Additional mdrs associated with this event: MDR 3025141-2015-00047 follow up 1: screw 1, MDR 3025141-2015-00048 follow up 1: screw 2, MDR 3025141-2015-00052 follow up 1: screw 6, MDR 3025141-2015-00053 follow up 1: screw 7.